Event description:
It was reported that the product got hot during a wisdom tooth extraction. They used another unit to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The svc tech confirmed that the handpiece overheated due to a damaged spindle housing and rotor rub. The device was repaired and returned to the customer.